Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp) stating that the patient was suddenly twitching a lot and they were thinking it could possibly be device related. The hcp asked if the manufacturer's representative (rep) could come and adjust the system, they needed the system turned up. It was reviewed that the patient's managing doctor's office should be made aware of the situation and any assessment of the patient's system/programming could be done from there.

Manufacturer narrative:
Date of the event (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for movement disorders. It was reported that the patient fell and broke their hip near the (B)(6), so they wanted to see if the manufacturer's representative (rep) could go to the rehabilitation center because patient had been shaking and needed to be adjusted. It was also reported that patient had to have three replacements in three years as it only lasted a year. It was stated that patient had been shaking and it started a few days ago, (B)(6) 2018. It was reviewed that the patient may want to consult with the health care professional (hcp) about a rechargeable device since their implant was only lasting one year. Patient was sent a physician listing. No further patient complications were reported/ anticipated as a result of this event. [Refer to pe (B)(4) pertaining replacement of ins due to lasting only one year]